Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The device records 41 log entries between may 2008 and the 21st november 2015. The device failed multiple self-tests due to a low battery between october 2011 and january 2013. The 25 manual power ups were recorded between october and november 2015, all but one of which last ten minutes. Investigation found the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.